Event description:
A surgeon reported system messages were received at the beginning of the sculpting mode in two different surgeries. The system was rebooted in both cases; one was rebooted using a new cassette, the other using the initial cassette, and both cases were completed. During the interruptions, the infusion pressure decreased but did not cause patient harm. This is the second of two reports being filed for this facility.

Manufacturer narrative:
The company representative examined the system and confirmed system message "vent valve failed closed" occurred repeatedly. The company representative replaced the fluidics module to address the issue. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).